Manufacturer narrative:
(B)(4). (B)(6) . The device was returned to baxter and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found the sponge inside of the pouch but outside of the minicap. The sponge was measured and found to be within dimensional specifications. The reported problem was verified but the cause was undetermined. This issue will be further investigated in a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge came out of the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.